Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a skin irritation was confirmed. A us distributor reported that a patient had skin irritated and tearing under the back te pads. The patient's nurse states that the electrodes on the back are causing pressure to the wound. The area was described as broken skin on the right side of his body, measuring 2 inches long and 1 inch wide, and he also has a bandage on the left side of his body. The patient also reports that he has swollen feet and that the garment is too tight. The patient's nurse applied a wound dressing to the irritation. During a follow up, the patient reported that the irritation has improved.